Manufacturer narrative:
The insulin pump functioned properly and passed functional test including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. No loose drive support disk noted. No motor error alarm noted and the motor was tested outside the device and passed. However, the insulin pump was received with cracked case on the display window corners, cracked reservoir tube lip, cracked battery tube threads and missing the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call high blood glucose levels, motor error alarm and hospitalization. Customer's blood glucose level was 1300 mg/dl. Customer experienced diabetic ketoacidosis, they were wearing the insulin pump when admitted into the hospital and patient was released the next day. Troubleshooting for motor error alarm was performed. Customer advised the drive support cap was loose, the display screen cover had come off, the insulin pump was dropped and a horse kicked the device. Customer advised there were cracks around the motor. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.